Event description:
After the implantation of the device involved in this MDR report, no lead measurements could be obtained (despite several attempts); as a consequence, rate response with minute ventilation could not have been programmed. In addition, no error message such as impedance > 3000 ohms was displayed by the programmer. However, some telemetry errors were observed during the follow up.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Review of the electronic data and files received. Conclusion: according to available info, no conclusion could be drawn. However, all available evidence indicates that the reported behavior is related to the telemetry errors encountered during the lead measurement procedures, thus preventing the mv sensor settings. These telemetry errors most probably result from environmental noise (emi). If the reported event were to recur in this center, some additional checks would have to be performed in order to pinpoint the origin of the reported telemetry interferences: check the operating room environment (potential emi sources); check the connections between the orchestra+ and the programming head; perform interrogation attempts with another programming head; perform interrogation attempts with another orchestra+ and/or with an orchestra. Since the sales representative reported that during scheduled follow-up on (B)(6) 2007, the implant was successfully interrogated without any problem (normal battery measurements, leads tests, etc...), and because this event did not lead to any pt issue, no further action is needed for this case.